Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother reported that after the sensor was applied, the patient got a rash that looked like a burn with peeling and pus. On (B)(6) 2016, the patient was taken to the emergency room. The patient was diagnosed with contact dermatitis and was prescribed triamcinolone cream and antibiotics. The affected area was treated with the prescribed triamcinolone cream and antibiotics. At the time of contact, the patient was doing well. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined.